Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Case description: biomed received unit back from repair depot. It has a 600.6835 error on the unit, but it was sent only to have the keypad replaced. Also biomed have voice a concern about reliability of our units due to the 5th unit being sent back for keypad repair. Sn: (B)(4) failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: assisted biomed on clearing the 600.8835 error by transferring the network config. Biomed wonder why he would get this error if he just sent the unit back for a keypad replacement. I asked if it had a set to factory default hang tag. It did not and I also confirmed that the part number for the hang tag was not in the repair RMA. Sent depot repair to contact biomed. Escalate case to cad to voice his concern about the failing keypads.